Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the celiac artery. An 8.0x40x135cm express ld vascular stent was selected for use to treat the lesion. However, during introduction, the proximal part of the stent was damaged outside the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: an express-vascular ld pmtd 8.0x40x135cm was returned for analysis. The balloon cone profiles were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The crimped stent appeared to have been pulled distally on the balloon. As a result the proximal edge of the stent was positioned 4mm distal from the distal edge of the proximal markerband. The distal end of the stent was pulled out over the distal markerband and positioned over the tip. The struts at the proximal edge of the stent were bent back distally and misaligned. A visual and tactile examination found no kinks or damage along the shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the celiac artery. An 8.0x40x135cm express¿ ld vascular stent was selected for use to treat the lesion. However, during introduction, the proximal part of the stent was damaged outside the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.